Event description:
It was reported that the tip of the scoop 1.5mm upbiter was found to be broken during the x-ray after the meniscectomy. The broken tip was retrieved with a hand instrument. No patient injury or complications were reported.